Event description:
This case was reported by a consumer and described the occurrence of unable to use hands in a (B)(6) male pt who received super poligrip extra care with poliseal (B)(4) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced unable to use hands, inability to walk, copper low, neuropathy, tingling, tingling of extremity, difficulty standing, zinc increased, numbness in hand, numb feet and loss of sensation. This case assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. Super poligrip extra care with poliseal is mfg (B)(4). The lot number for this product is known, however it is unk whether the product will be returned for quality assurance testing. (B)(4).